Event description:
During interrogation of this implanted pacemaker, the device would not interrogate. It was reported that every attempt to interrogate reusltd in a displayed communication error message. Note: on june 29, 2005, the device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and the device remains implanted.

Manufacturer narrative:
Code 0086 (other) - becasue this device remains implanted and was not returned for analysis, the fiels from the programmer that was used were retrieved and reviewed. Coe 100 (other) - the files from the programmer showed the programming software detected a standby mode indication and interrogation could not be completed. Rcode 068 (other): the device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and the device remains impolanted. Results from the alteration of some parameters into device memory, whose origin remains unk. However, it most likely results from a reading error upon previous device interrogation. Due to the lack of data (analysis files of previous follow up available), this hypothesis can not be further documented.